Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material protruding the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the air and water nozzles were clogged with foreign objects, but it was not possible to identify the objects. It is unclear whether there were any deviations from the instruction manual in the reprocessing procedures for the remaining foreign objects. No physical damage was found in the area where the foreign object remained. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.